Event description:
It has been reported that the physician implanted two devices (B)(6) 2010. On (B)(6) 2010, the physician performed an exploration surgery to assess the implanted devices. The physician removed two partial devices and implanted two replacement devices.

Manufacturer narrative:
Additional lot #: 02667, expiration date: 09/30/2011, manufacture date: 10/2009. The explanted devices were not returned to the manufacturer, therefore an evaluation to determine failure mode could not be conducted. The batch record for these lots have been reviewed, which contain no abnormal manufacturing events. The complaint rate for each lot is not abnormal. There is a low occurrence rate of device breakage related to this device. If additional information becomes available it will be submitted in a supplemental report.